Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer's insulin pump was not functioning. The customer stated they had changed the battery, but the insulin pump would not turn on. Customer also stated they did not receive any alarms or alerts. The customer's blood glucose was unknown. No additional information provided.